Manufacturer narrative:
On 5-mar-2024, the bwi product analysis lab received the complaint device for evaluation. The product analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. Additionally, the manufactured date and expiration date have been provided. Therefore, fields d4. Expiration date and h4. Device manufacture date have been populated. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient underwent a cardiac ablation procedure with a pentaray nav high-density mapping eco catheter and irrigation was not working. It was reported that the pentaray irrigation was not working and the hcp was also unable to flush it by hand. The surgery was delayed for 3 minutes and hen successfully completed. There was no patient consequence. It was later reported on (B)(6) 2024, that the issue actually occurred while the device was being used on the patient. The hcp noticed that the catheter was not irrigated, he tried to flush it with a syringe (not possible) after that catheter was replaced.

Manufacturer narrative:
It was reported that a patient underwent a cardiac ablation procedure with a pentaray nav high-density mapping eco catheter and irrigation was not working. It was reported that the pentaray irrigation was not working and the hcp was also unable to flush it by hand. The surgery was delayed for 3 minutes and hen successfully completed. There was no patient consequence. It was later reported on 19-jan-2024, that the issue occurred while the device was being used on the patient. The hcp noticed that the catheter was not irrigated, he tried to flush it with a syringe (not possible) after that catheter was replaced. Device evaluation details: the device was returned to biosense webster inc (bwi) for evaluation and the evaluation has been completed. A visual inspection and patency test of the returned device were performed following bwi procedures. Visual analysis revealed no damage or anomalies on the device. A patency test was performed, and the irrigation tube was found occluded. For this reason, a guidewire was used to locate the occlusion area, and it was found close to the tip-shaft transition. Further investigation revealed that the irrigation tube was bent. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. The issue reported by the customer was confirmed. The potential cause of the bent tubing inside the tip cannot be determined. As part of biosense webster's quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).